Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a black spot on the display. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the display was bleeding. Analysis also noted that both display wires were pinched and were routed incorrectly over the battery compartment. Additionally, the upper case was dented, the keypad window was dented, the battery drawer was sticking, the atrial output connector was broken, the main seal was pinched, and all six case screws were contaminated. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.